Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that she observed pieces of tampon inside her after removing the tampon. Consumer reported discharge, nausea and vomiting. She sought medical attention at family doctor and received no diagnosis or medication. Consumer reports condition has improved and she is ok now.